Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to have a damaged downstream occlusion (dso) sensor. After investigation the results indicated a reportable malfunction due to the damaged dso sensor. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso sensor, re-installed software, and the pump passed all functional tests and performed as intended after repair.

Event description:
It was reported that there was a last error code 1310. There was a crack area on the dose cord socket at the bottom left of the main unit. The fault occurred while checking before in use with the patient. The customer returned the product for the error code 1310, and during physical inspection it was found that the downstream occlusion (dso) seal was damaged. There was no patient involvement.